Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A review of the alarm log revealed that the device had presented an insert slide clamp alarm. Visual inspection revealed that the slide clamp sensor was out of calibration. The cause of the alarm was determined to be the out of calibration slide clamp sensor. To correct the condition, the slide clamp sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an insert slide clamp alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.